Event description:
The customer reported there was an intermittent. No boot and intermittent loss of keyboard functions.

Manufacturer narrative:
The ge service rep found the gpos root cause of no boot and loss of keyboard. He replaced a defective pcb. Replaced hard drive to eliminate any software corruption caused by faulty gpos cpu. System repaired and restored to full operational capacity.